Manufacturer narrative:
The device was not returned for evaluation. Cartridge complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A account manager reported on behalf of the facility representative about bad batch of cartridges that are cracking when an intraocular lens (iol) was advanced. Additional information was requested.

Manufacturer narrative:
Additional information provided. The cartridge was not returned. Cartridge product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated a qualified handpiece was used. The lens model/diopter was not provided. It is unknown if a qualified intraocular lens (iol) was used. Iol product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. It cannot be determined if the viscoelastic is qualified without the lens/model diopter information. The product investigation could not identify a root cause. The product was not returned for evaluation. It is unknown if a qualified lens/diopter was used. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).